Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-45 , serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that the area of the implant on their stomach, the patient was in so much pain started last friday prior to the report. It lasted for 3 days and the patient couldn¿t even take a deep breath or walk or lay on it without feeling like something stabbed them, it was unbelievable pain. The day after this happened, it quit working and the patient was not getting any signal out of it. The patient was afraid to turn it back on because they were afraid of getting that pain again. The patient reported having no falls or traumas. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.